Event description:
It was reported that: a catheter was cracked, or sheared last week. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage". The IFU also states, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a catheter was cracked, or sheared last week. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).